Event description:
It was reported that a malfunction occurred on the pump. The impact on the customer's blood glucose level was undisclosed. Customer received assistance from technical support to reset the pump and it was confirmed that the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue happened again.